Event description:
No osseointegration, primary stability was achieved, implant was completely covered by bone, infection, swelling, bleeding, inflammation. Two months after insertion there was slight swelling and buccal bleeding of the implant.